Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/20/2017. Device returned to manufacturer? Yes. The preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. The pushrod was exposed out of the cartridge tip. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was not returned. Stress marks were observed at the cartridge tip which are typically caused by the pass of the iol through the cartridge. However, there was no cartridge crack observed. The customer's reported complaint was not verified. A video of the procedure was provided and it was evaluated. No cartridge crack can be detected through the video. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p9800400. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) appeared from a crack on the tip of the cartridge. Reportedly, the lens was implanted safely. No patient injury was reported.